Manufacturer narrative:
Evaluation results: inherent risk of procedure - (failure to deliver and deformation). Patient's condition affected effectiveness of device (lesion morphology) - 100% stenosis, 2 bends and severe calcification. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - 100% stenosis, 2 bends and severe calcification. Inherent risk of procedure - (failure to deliver and deformation). (B)(4).

Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a severely calcified lesion in lad with 100% stenosis and 2 bends but it could not cross. Physician removed device and used another to complete the procedure. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. A raised strut was visible on the 1st distal stent segment. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).